Manufacturer narrative:
Product was returned to manufacturer . A visual examination was performed. Product shows no particular issue. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided on (B)(6) 2018 , "implant fell apart when pulling on the distraction forceps", it is not possible to understand clearly when disassembly happened because mobi-c device is not supposed to be in contact with distraction forceps. Moreover, it is not possible to know if surgical technique were followed because reporter don't recall every detail of this surgery. Based on the information provided, on the product history records, the evaluation of the received product and the recurrence of this type of event for this implant, the cause for the event cannot be determined. Investigation found no evidence on a product issue. If additional information were received that would have an impact on this investigation or it conclusion another report will be sent.

Event description:
Mobi-c p&f us : disassembly. From information provided, "mobi-c fell apart when surgeon was attempting implantation". The surgery was completed successfully with another implant of the same size. No impact on the patient. No surgery delay or impact were notified. Event update was received on (B)(6) 2018 : reporter cannot recall precisely if surgical technique was followed regarding the distraction, or if there was resistance while inserting the prosthesis. He does recall that there was no angle or rotation while inserting the prosthesis. He has no image. The reporter recall the surgeon stating it fell apart when pulling on the distraction forceps." No additional informations received.